Event description:
A philips employee became aware of a journal article (published online 27apr2026) ¿cold laser vs excimer laser in lower limb atherosclerosis¿. The study retrospectively aimed to evaluate the safety and efficacy of a 355-nm cold laser atherectomy (cla) system for treating lower limb atherosclerotic stenosis and occlusion in a prospective, multicenter, randomized controlled trial. A total of 110 patients with symptomatic lower extremity peripheral artery disease (pad) were enrolled in the study between october 2023 and june 2024. Spectranetics turbo-elite laser atherectomy catheters were used during the procedures. Procedural complications included 2 vascular dissections. Additionally, 1 patient underwent target lesion revascularization (tlr) at 30-day follow up, and 4 patients under went tlr at 6-month follow up. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 27apr2026 has been used, the date of publication. Wang h et al_2026_cold laser vs excimer laser in lower limb atherosclerosis. Jacc cardiovasc interv. 2026;19(8):1021¿1035. This report captures the serious injuries that occurred after use of the turbo-elite devices. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 66.00 ± 10.09. A3a) patient sex - 38 males, 13 females. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection and reintervention are listed as possible complication with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.